Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device broke when the nurse took out of the box. The obturator - the metal part got separated from the blue plastic. It was not used on the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The obturator was disengaged from the cannula hub. There was deformation on the hub and obturator consistent with application of an excessive force. Functional testing was precluded due to the observed damage. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the disengaged obturator. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).